Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2011 and we are mailing this MDR on (B)(4) 2012. Investigation of the reported occurrence is on-going, and additional f/u to this event will be submitted upon completion of the investigation.

Event description:
Siemens received notification on (B)(4) 2011 that a shield cathode fell off from the base plate and moved freely inside the gantry of the oncor impression plus system on (B)(4) 2011. Reportedly, all four (4) screws were pulled out from the shield and remained on the base plate. The helical coil wire, screw thread insert (helisert) remained in the shield. However, the helisert side of the shield was not facing the base plate. It was reported and confirmed that the mounting shield was in the correct direction according to the drawing. The shield remained in the gantry and there was no damage to the system and no injury to a pt. This reported issue occurred in (B)(6).